Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats/thoraco/esophagus procedure, during hemostasis cleaning checking following thoracoscope operation, a part of blue seal was found in the cavity. The part was retrieved and the case was completed.